Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found confirmed the customer complaint regarding no nerve reaction. The unit came in with pcba patient interface adapter failure, stim 1 not working. H6: codes applicable are fdm b01, fdr c0208, fdc d02 and additional code img g02005. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6) ubd: , UDI#:(B)(4). Manufactured date: 2021-03-30. H3: product analysis found, examined unit and could not duplicate the customer complaint regarding no nerve reaction. However, the unit came in with missing o-rings and loose clips. H6: codes applicable are fdm b01, fdr c07, c070603, fdc d20 and additional code img g0405204 and g04111. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during testing, the system was not giving any response with the simulator. Troubleshooting performed. The console was reading/picking up responses by lightly tapping on the electrodes plugged into the interface box. Then tried to stimulate a corresponding electrode pair and there was no response from the system. Moved the probe to stim 2 and adjust the stim/threshold and got a response. Plugged back into stim 1 and adjusted the stim/threshold values and there was still no response on the system. There was no patient involved.